Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-08313. It was reported that the right atrial and right ventricular leads exhibited noise. It was noted that the noise had been monitored since (B)(6) 2019. The noise was reproducible in clinic. The daily noise transmissions caused the pacemaker to go into radio frequency lockout. Programming changes were made. After the changes, the noise was not reproducible. The patient will continue to be monitored. There were no patient consequences.